Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) ubd: , UDI#: h3: analysis of the returned wireless recharger (s/n: (B)(6) ) revealed no visual anomalies with the returned device. Analysis did however note that the device led's scroll continuously and the device is unresponsive. The flash sector read/write protection bits have also become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that, for a while now, they have been having problems charging the recharger and co mmunicator. Caller stated that they have to brace the cord up or keep it pushed down to get it to connect. Caller also stated that this week when they tried to charge the implant, the 3 green lights were just blinking all night long and it was not blinking like they normally do as they charge. Caller noted that they had to put the cord a certain way and press down and they think the tip has gotten worn or bent or something like that. Agent offered to walk the patient through connecting to the recharger, but it won't power on as it's battery must be depleted. An email was sent to the repair department to replace the ac power cords. Additional information was received from the patient on 2025-may-30. The reason for the call was that the patient reported the recharger was malfunctioning. The patient stated they received a replacement charging cable from us and the communicator is now working fine but the recharging dock is not working. The patient reported that the battery indicator light is just blinking when it is on the dock. The agent asked the patient to try unplugging the cord to see if they could turn it on and the patient stated nothing was happening when they pre ssed the on button. The patient said that even if the recharger is in the dock and turns on the recharger, nothing happens. Agent sent a request for replacement. Additional information was received from the patient on 2025-jun-03. The patient called back with the replacement recharger and reiterated getting a replacement cable for the communicator resolved their communicator problem however it did not resolve their recharger issue so they had to be sent replacements. Patient stated they got the replacements yesterday (2025-jun-02) and the replacement recharger showed all 3 green lights when on the dock but when they tried to turn it on to pair it to the handset, it would just show an orange light and give a descending tone. Patient services had the patient place the recharger on the dock and enter the recharger application. The patient received a 'not found' message so patient services had the patient switch rechargers and the patient saw 'recharger is inactive' message. Patient then took the recharger off the dock and was able to power the recharger on and the recharger began emitting the beeping that indicated the recharger was searching for the ins. The troubleshooting steps taken on the call resolved the reported issue. Patient's reason for call was met and external devices are functioning as intended. Additional information was received from the patient. They reported that replacing the charging cord resolved the issue with the communicator.